Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient severed his driveline completely off. The patient's outflow cannula clotted off prior to him arriving to the hospital; therefore, a driveline repair was not an option. A decision was made to leave the lvad inside of the patient for now. The hospital staff will monitor the patient to see how he does and make more decisions based on his clinical status.